Event description:
The customer reported haze/oil mist coming from the unit. The customer stated that there were no physical complaints related to the oil mist. The asp field service engineer (fse) went to the facility and repaired the unit.

Manufacturer narrative:
The fse went to the facility and was unable to recreate the oil mist. He changed the oil mist filter and tested the unit. The unit met specifications.